Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The original aneurysm/vessel morphology is not available. The current proximal neck is 16.5 mm in diameter at the renal arteries, and 21.6 mm in diameter at the beginning of the aneurysm. The neck is 18 mm long with mild angulation. It was reported that approximately seven and a half years post-implant, a CT scan showed that the stent graft migrated and resulted in a proximal type I endoleak. The cause of the migration is believed to be aortic remodeling with lack of suprarenal fixation. The physician used endoanchors to anchor the aneurx to the right lateral wall of the aorta, and extended proximally with a 25x25x49 endurant cuff. Four more endoanchors were used. There was still a slight endoleak on the left posterior side of the aorta. A 23x23x49 endurant cuff was placed more proximal on the left up to the most inferior left renal artery. Two more endoanchors were placed in this cuff and the leak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).